Manufacturer narrative:
Further information was received indicating that this report should not have been reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote follow-up, her device was unable to be read using radiofrequency (rf) telemetry. An inductive transmitter was sent to the patient and programming changes were discussed.